Event description:
It was reported that during a vena cava dilatation, a stent failed to fully expand. The lesion was located in the vena cava. The tortuosity of the vessel, degree of stenosis, and level of calcification of the lesion are unknown. The vascular access site was the left femoral artery. A wallstent 24 x 35mm x 100cm was unable to be deployed successfully and was withdrawn. Another wallstent 24 x 35mm x 100cm was advanced to the lesion. The distal part opened. The physician pulled back an unspecified sheath, and the sheath became "hooked" on the distal part of the stent . The distal part of the stent closed. The stent migrated 0.5cm. An unspecified 18mm balloon would not advance to the distal end of the placed stent. Another manufacturer's balloon was advanced to the stent, and was unable to dilate the distal end of the stent. No patient injuries or complications were reported. The patient's condition is unknown. Attempts to obtain further information were unsuccessful.

Manufacturer narrative:
As the unit was implanted, the complaint investigation site (cis) could not perform a technical product analysis. A labeling review identified that the device was used per the wallstent uni directions for use (dfu). The most probable root is operational context, as the complaint is associated with a product that meets the bsc (boston scientific corporation) design and manufacturing specification, but due to anatomical/procedural factors encountered during the procedure the performance was limited.